Event description:
It was reported that the patient has expired after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received.per the operative report of (B) (6) 2009 , "brisk bleeding" was encountered during the operation...despite a massive transfusion of blood and blood products, and the use of topical agents placed somewhat blindly in the posterior aspect of the heart, the bleeding remained significant. Also, the left ventricular and right ventricular function started to decline before our eyes. I did manage to place chest tubes and sternal wires and get the skin closed with staples before the patient succumbed and expired in the operating room on the table. I did speak to the family at length after the procedure as well."

Event description:
It was reported that the patient has expired after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received.per the operative report of (B) (6) 2009 , "brisk bleeding" was encountered during the operation...despite a massive transfusion of blood and blood products, and the use of topical agents placed somewhat blindly in the posterior aspect of the heart, the bleeding remained significant. Also, the left ventricular and right ventricular function started to decline before our eyes. I did manage to place chest tubes and sternal wires and get the skin closed with staples before the patient succumbed and expired in the operating room on the table. I did speak to the family at length after the procedure as well."

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances related to this event. Evaluation summary: minimal to moderate vegetation-like growth is evident at the inflow aspect and the outflow aspect of all three leaflets. The vegetation like growth restricted mobility in the leaflets and possibly led to stenosis. No inconsistencies detected in the x-ray.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. Evaluation summary attached: minimal to moderate vegetation-like growth is evident at the inflow aspect and the outflow aspect of all three leaflets. The vegetation like growth restricted mobility in the leaflets and possibly led to stenosis. No inconsistencies detected in the x-ray.

Manufacturer narrative:
The device was also explanted. Confirming if the device can be returned for evaluation due to ie. Per response received from principal microbiologist, device is okay to return for evaluation. This was determined reportable to FDA per edwards lifesciences procedures. DHR review has been started. Device not returned.

Event description:
Reportedly, the device was explanted after an implant duration of 14.8 months due to endocarditis. Per the cer: magna 300021mm was implanted to correct aortic regurgitation in 2008. Mvr was also performed and 6900p27mm was implanted at the same operation. There was a 2mm hole on the noncoronary cusp of the native valve but there were no vegetation. On the other two leaflets, there were vegetations observed. In 2009, magna 300021mm was explanted due to the vegetation. It did not seem there was a problem with the mobility of the valve. Etiological agent of ie was coagulase-negative.